Event description:
It was reported that this implantable pacemaker was explanted due to non-specific product performance issue. No adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker was explanted due to non-specific product performance issue. No adverse patient effects were reported. Subsequently, additional information was received indicating pacemaker was explanted due to high capture threshold.

Event description:
It was reported that this implantable pacemaker was explanted due to non-specific product performance issue. No adverse patient effects were reported. Subsequently, additional information was received indicating pacemaker was explanted due to high capture threshold.

Manufacturer narrative:
Please disregard this report 2124215-2024-65540 as further information was received indicating that this pacemaker was not explanted at the previously reported date, and it actually remained in service for six more months. A new report will be filed containing the details for the actual explant of this device.